Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements, measuring around 3000 ohms. Upon review of the latitude, it was noted that the intrinsic amplitude was ranging around 25mv. The shock impedance measurements were noted high; however they were within the normal range. Technical services (ts) reviewed and stated that there was massive impedance jumps in the rv lead impedance from 400 ohms to 3000 ohms and recommended to have this lead replaced. This lead currently remains in service. No adverse patient effects were reported.